Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 99% stenosed with severe calcification located in the severely tortuous distal left anterior descending (lad). The physician attempted to deliver the stent but was unable to cross the lesion, and the distal side of the stent was lifted up. The physician completed the procedure with another of the same size device. The pt condition is reported as good.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.